Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
It was reported that during final tightening of the screw a burr formed and peeled off the screw. It was removed and the screw was left in the patient. The burr was approximately .5mmx5mm in size. It was reported that a surgical delay of 1 minute was noted.